Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We did a pka implantation in klinik permanence, bern, switzerland, and when we implanted the femoral implants it was too deep inside the bone despite all was fine on the 3d model.

Event description:
We did a pka implantation in klinik permanence, bern, switzerland, and when we implanted the femoral implants it was too deep inside the bone despite all was fine on the 3d model.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding femoral implant being too deep involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding femur implant too deep. There were only 3 other reported events ((B)(4), action 3000, and (B)(4)). Conclusion: upon review of this case there were a few potentials causes for the deeper femoral cut that the surgeon noticed upon trialing. All pre-resection activities were reviewed were accurate including segmentation rio registration, and bone registration. Review of bone prep showed that the rio was elevated off the floor and not fully seated throughout the length of the case. In addition to this multiple velocity traps were seen through the case on both the leg trackers as well as the base tracker (possibly because the robot was elevated). This number of velocity traps makes it very possible that there was some movement in the trackers which could attribute to the deeper cuts. The visual in bone prep shows that there was some recorded deeper than intended cuts on the posterior side of the cut. A full review of this case would backup that the robot and application behaved as expected.